Manufacturer narrative:
The pump/driveline remains implanted .review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the event was initiated with a vad disconnect alarm on (B)(6) 2015 at 14:52:16 (2:52 pm), followed by multiple vad disconnect alarms and controller power up/motor start events. Electrical fault alarms, of different types, were also logged and cleared at multiple times during the event. The last vad disconnect alarm, around the initial event, was logged at 14:59:01 (2:52pm). The logs do not show any abnormalities until approximately two hours later, wherein multiple vad disconnect alarms and controller power up events were once again logged. It's unclear why multiple controller power up events were logged, other than trying to clear the vad disconnect alarm. Based on log file analysis, and in the absence of the devices, the root cause cannot be conclusively determined; log file analysis confirmed the reported event but cannot conclusively determine the root cause without the evaluation of the devices. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02028 and 02029) submitted for devices related to the same patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02028 and 02029) submitted for devices related to the same patient. Devices remain implanted.

Event description:
It was reported from germany by the vad coordinator that "the emergency doctor at the home town of the patient was called and the patient was transferred to the emergency room of the local hospital." During transport, the controller gave alarms and the pump was disconnected. On arrival at the emergency room, the pump was reconnected to the controller; the pump restarted. The patient later expired in the emergency room. "The initial analysis of the log files by the manufacturer points towards an unsecure electrical connection between pump plug and controller when the pump plug is connected. A lot of boot procedures [power-up] of the controller unit are shown in the log files, without having a connection to the pump." The pump/pump plug is not available, so an examination of the connection between controller and pump is not possible. The case was handed over to the authorities by the last treating physician (at the emergency room). The pump was buried with the patient. The controller is at the office of the vad coordinator and will remain there until it is known what the actions of the authorities would be. The visual inspection of the controller by the vad coordinator did not show any damages. No further information available. Investigation is ongoing. This MFR report is one of two related to the same event.